Manufacturer narrative:
The orvil anvil was observed to be tilted and separated from the tubing. An intact suture was attached to the connecting piece.. The device was subjected to a measured orvil anvil retention test with an acceptable result. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The file was concluded to be a misuse of the product. Replication of the reported conditions may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before firing, a component disengaged. During the placement of the anvil, the anvil was detached from the clamp during the stapling and ended up in the esophagus of the patient.